Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. The customer have no symptoms but required a third-party treatment of "glass of milk with chocolate and cookies" and an oral glucose was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Liquid contamination was observed. Therefore, issue is not confirmed to use due to damaged usb port.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. The customer have no symptoms but required a third-party treatment of "glass of milk with chocolate and cookies" and an oral glucose was reported. There was no report of death or permanent impairment associated with this event.